Event description:
It was reported when using the bd vacutainer® ssttm ii advance tubes there were air bubbles in the gel. This event occurred 23 times. The following information was provided by the initial reporter. The customer stated: "the gel has air bubbles in it. The tubes have air bubbles inside the gel barrier."

Manufacturer narrative:
Investigation summary: bd received five (5) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for gel air bubbles with the incident lot was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of gel air bubbles was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel air bubbles based on returned samples. Bd was not able to identify a root cause for the indicated failure mode.